Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she noticed double images on the edge of the letters when she was reading. It became worse as the day progressed. Additional information was received from a surgeon, who indicated that this is a known side-effect in some patients with the multifocal lens. The fellow eye has a cataract and he is hoping for neuro-adaptation.